Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm. Pump error 63 alarm is found in the long trace file due to a hardware error. Unable to perform displacement test due to the critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.